Manufacturer narrative:
Of the 34 allegations of a malfunction, 26 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 34 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 078 issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-70 years of age and between 50 and 265 pounds. Of the reported patients, 16 were male, 18 were female, and were unknown.